Event description:
An attempt was being made to advance the airway exchange catheter through another MFR's 41 double lumen endotracheal tube. The catheter would not advance beyond 10cm and a decision was made to withdraw it. Upon a bronchoscopy (for another purpose), a piece of the airway exchange catheter was found and retrieved from the pt's lung. The doctor felt a segment had sheared off during attempted placement or removal. It was indicated by the doctor that no lubricating gel was used on the tube as suggested in labeling prior to introduction.